Event description:
Technician was controlling the power settings while doctor performed surgery on a husky/german shepard mixed breed dog weighting approximately 50 lbs. The physician complained that the unit was not getting hot enough so the technician adjusted the settings, increasing the power multiple times. The technician reported after conferring with the physician that the units settings used during the procedure were as follows: coag at least 70, cut over 30 and on force. Cut/blend was set at the 2nd light. When the procedure was finished and clean up was taking place it was discovered that a burn had occurred on the underside of the dog at the point the grounding plate was positioned under the dogs side. The technician reported that gel was applied to this area but was not shaved. The wound size was described as half dollar size and necrotizing and was being treated like a regular wound.